Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was from a gastro flex thermistor trace crack and open due to an insufficient cable assembly and/or gastro flex reliability; these are related to design. Improvement action plans were established through a CAPA.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the device evaluated by manufacturer (see section h3), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that at the beginning of a heart exam, the transducer displayed a usacquisitionhw_31 error message. The user removed the probe from the patient and used a different probe to continue and complete the intended procedure. There was a 15-20 minutes delay while the replacement transducer/probe was obtained. No errors were observed with the new probe. No data was lost since the procedure had just started when the error occurred. There was no patient or user injury reported. No additional information was provided.